Event description:
It was reported that the patient presented in clinic for follow-up. It was found that the implantable cardioverter defibrillator (ICD) exhibited no inductive telemetry. The ICD was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of communication anomaly was not confirmed. The device was returned in one piece for analysis. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were normal with no anomalies found.